Event description:
During a laparoscopic cholecystectomy the clips crossed over and didn't appear to be straight. It was reported that the surgeon continued to use the same device because he thought it appeared to be okay. It was reported that about 4-5 days later the patient returned with abdominal pain and an x-ray showed clips that had fallen off and leakage was noted. It was reported that an ercp was completed and a stent was used. It was reported that at this time the patient is now doing well. The devices will be returned for analysis.